Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was implanted to treat a 1cm stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was not dilated. During the procedure, the stent was implanted; however, the retrieval loop was not normal. Subsequently, the stent was removed, and another of the same stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was implanted to treat a 1cm malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was implanted; however, the retrieval loop was not normal. Subsequently, the stent was removed, and another of the same stent was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on august 22, 2025: it was later clarified that the retrieval loop was deformed, and the fully deployed stent was removed from the patient using grasping forceps.

Manufacturer narrative:
Block b1 (adverse event or product problem) b2 (outcomes attributed to the adverse event) and h1 (type of reportable event) have been corrected. Block b5, h6 (impact code) and block g1 (manufacturer contact person) have been updated. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: a wallflex biliary fully covered rx stent system was received for analysis. Visual inspection found the stent was unraveled (the retrieval loop was deformed). The reported event of stent material deformation was confirmed. This was likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Based on all available information, the investigation concluded the most probable cause of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was implanted to treat a 1cm malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was not dilated. During the procedure, the stent was implanted; however, the retrieval loop was not normal. Subsequently, the stent was removed, and another of the same stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on august 22, 2025: it was later clarified that the retrieval loop was deformed and the fully deployed stent was removed from the patient using grasping forceps.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.